Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) was bulging out again for the second time now. This started about 3 weeks ago. There were no product issues reported. Additional information received reported that when the patient met with their healthcare provider (hcp) in (B)(6) they stated the patient¿s body was rejecting the implantable neurostimulator (ins). The patient was currently trying to find a manufacturer¿s representative (rep) in their area to discuss what to do next. Additional information was reported that because of the way the previous ins was set with a corner pop up the healthcare provider (hcp) had to go in a whole lot deeper and he put it in so deep it took almost nine hours to charge it. The patient stated the ins was replaced in 2015 with a different company's battery. No further information was reported.